Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Unique identifier (UDI) # unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore; bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that unknown bd® product had a needle stick occurrence. The following information was provided by the initial reporter and translated to english: "customer reports there was a sharp accident with a wingset during an artery blood collection. Sharp accident protocol has been followed."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that unknown bd® product had a needle stick occurrence. The following information was provided by the initial reporter and translated to english: "customer reports there was a sharp accident with a wingset during an artery blood collection. Sharp accident protocol has been followed."